Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product is expected to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 26 mmol/l (system 1) and 7.8 mmol/l (system 2). The same vial of test strips were in use with each meter.